Event description:
It was reported the customer had an unexpected restart alarm after changing their battery. Customer also reported a low blood glucose of 32 mg/dl. The customer had treated for their blood glucose and was feeling fine. Troubleshooting found the customer did not program their temp basal before the alarm occurred. The customer was advised the insulin pump experienced an unexpected restart. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.